Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complications experienced by the patient. The internet posting does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The medical center name, system serial , and patient contact information involved with this complaint are unknown. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient claimed that she sustained a hernia after undergoing a da vinci hysterectomy procedure. However, at this time, the details of the patient's injury are not known.

Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received a (B)(4) dated (B)(4) 2013 and titled, trouble still with incision area after botched davinci surgery. Finally my surgeon ordered a CT scan and sure enough ... I have a hernia! The internet posting contained the following event description: trouble still with incision area after botched davinci surgery. Finally my surgeon ordered a CT scan and sure enough ... I have a hernia! I have to have surgery again!!!! Anyone else get hernia after hysterectomy? Web link: https://www.whatnext.com/questions/trouble-still-with-incision-area-afte r-botched-davinci-surgery-finally-my-surgeon-ordered-a-c t-scan-and-sure-enough-I-have-a-hernia